Event description:
It was reported that a measured data display anomaly was noted on an archived data session file. The battery current displayed dashes, and the message -longevity estimate unavailable- displayed on the screen. The battery voltage was displayed as 3.00 v.

Manufacturer narrative:
(B) (4)